Manufacturer narrative:
The dymax adhesive was chipped off at two locations: one ( about 0.14 mm) at distal end of the angle cover, about 7 mm from the distal end of the scope; the other one at the proximal end of angle cover, about 45 mm from distal end of the scope. There is an external cut in the angle cover that is 20 mm from the distal tip, causing an angle cover leak.

Event description:
Allegedly, video scope was used during a bronchoscopy for double lumen placement, the doctor noticed that a fragment or small piece of a blue material had come loose from the scope and was retained in patient's trachea. They brought in another scope to complete the procedure. The chief of anesthesia confirmed that physician does not have plans to remove the piece that stayed in the patient. The doctor believes that patient will cough up the piece.